Event description:
It was reported that during a laparoscopic sigmoid resection procedure, after introducing the device into the pt, it was placed and clamped over the rectosigmoid to transect. After closing the device, the surgeon waited for 15 seconds and then fired the device with a green cartridge. The device broke down. It became stuck on the sigmoid and the surgeon could not open the jaws of the device. They opened the device by using a surgical scissor. The procedure was completed with an other same like device. The procedure was extended by thirty minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
Firing trigger teeth.